Manufacturer narrative:
(B)(4). During investigation, this alarm was determined to be caused by use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed and the cause was identified as the patient leaving a clamp open while reconnecting during the alarm. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) had the home patient (hp) recycle the power and the hc re-alarmed system error 2367. The tsr had the hp recycle the power again and the alarms cleared. The tsr advised the hp to start over with new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted home patient (hp) regarding the system error 2240. The hp stated they left a clamp open and reconnected during the alarm. The hp understood the proper procedure to prevent this from occurring in the future. The hp informed their registered nurse (rn) regarding the alarm. The hp stated everything has been fine since the alarm. There was no patient injury or medical intervention reported.